Event description:
Customer reported that they had to do a vitrectomy on a patient and when they started, the vitrector was not cutting or aspirating. They lowered the cutting settings on the whitestar signature pro and it seemed to work a little. Through follow up it was reported by the account that the vitrectomy was unplanned. It was not reported what caused it.

Manufacturer narrative:
Section a2, a4 and a5: information was requested but not provided. Section d6a: if implanted, give date: not applicable, as cutter is not an implantable device. Section d6b: if explanted, give date: not applicable, as cutter is not an implantable device. Section h3-other (81): the vitrectomy cutter was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
It was reported that the devices were discarded and should not be expected. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.